Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2014, 6947m55 implantable tachy lead implanted: (B)(6) 2014, 5086mri45 implantable pacing lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, the patient experienced multiple shocks from ectopy. X-ray examination showed that the slack had been pulled and this was thought to be the cause of all the ectopy. A lead revision was performed. No further patient complications have been reported as a result of this event.